Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was 99 mg/dl when the paramedics arrived. The customer stated that she had a heart attack as well. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.